Event description:
It was reported during a lobectomy/pneumonectomy the surgeon planned to do a lobectomy and take the middle and lower lobe and preserve the upper lobe if the cancer margins permitted. He fired the tlv30 on the lower lobe and it worked fine. On the middle lobe, the cartridge broke in several pieces when fired. This did some damage to the pulmonary artery of the middle lobe, so the surgeon took the whole lung to stop bleeding. The surgeon estimates a liter of blood lost. No blood was replaced, a unit of hespan was given. The surgeon said he may have had to take the whole lung anyway because of the cancer margins being close to the staple line. The doctor has been using this stapling device for years, it felt right when he was closing the instrument down. The cartridge pieces are being returned in a box. The nurse told the rep she is not certain all pieces were retrieved, however, the surgeon did not mention this as a concern. A new tlv30 was used to complete the case. 7/15/97 it was reported risk mgmt is not releasing the device.